Event description:
On (B)(6) 2023 during follow-up for file c-1115104, fresenius became aware this 62-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was vomiting and experiencing drain complications prior to initiating rrt on (B)(6) 2023. The patient¿s caregiver reported the patient was hospitalized for a pd catheter (not a fresenius product) procedure and suspected peritonitis. During follow-up, the patient¿s home program manager (hpm) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of vomiting, drain complications and cloudy peritoneal effluent fluid. The hpm attempted to flush the patient¿s pd catheter (not a fresenius product) with 500 ml of dialysate, however the fluid could not be withdrawn. As a result, the patient was sent to the emergency room (ER) for evaluation. Upon arrival, a peritoneal effluent fluid culture and cell count (wbc = 4200 u/l) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis, and radiological testing revealed the patient¿s pd catheter had migrated out of position (specifics not provided). The patient was sent to interventional radiology, and the pd catheter was successfully repositioned. The patient was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, duration not provided), however the patient¿s peritoneal effluent culture result returned positive on (B)(6) 2023 for methicillin resistant staphylococcus aureus (mrsa), and the patient¿s ceftazidime was discontinued. The patient was discharged on (B)(6) 2023 in stable condition and is recovering from the events. The hpm attributed causality to an unspecified touch contamination event, as the patient is frequently initiating, pausing (restroom), and discontinuing treatment without performing proper hand hygiene. Per the hpm, the events were unrelated to any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.

Event description:
On (B)(6) 2023 during follow-up for file (B)(4), fresenius became aware this 62-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was vomiting and experiencing drain complications prior to initiating rrt on (B)(6) 2023 . The patient¿s caregiver reported the patient was hospitalized for a pd catheter (not a fresenius product) procedure and suspected peritonitis. During follow-up, the patient¿s home program manager (hpm) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of vomiting, drain complications and cloudy peritoneal effluent fluid. The hpm attempted to flush the patient¿s pd catheter (not a fresenius product) with 500 ml of dialysate, however the fluid could not be withdrawn. As a result, the patient was sent to the emergency room (ER) for evaluation. Upon arrival, a peritoneal effluent fluid culture and cell count (wbc = 4200 u/l) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis, and radiological testing revealed the patient¿s pd catheter had migrated out of position (specifics not provided). The patient was sent to interventional radiology, and the pd catheter was successfully repositioned. The patient was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, duration not provided), however the patient¿s peritoneal effluent culture result returned positive on (B)(6) 2023 for methicillin resistant staphylococcus aureus (mrsa), and the patient¿s ceftazidime was discontinued. The patient was discharged on (B)(6) 2023 in stable condition and is recovering from the events. The hpm attributed causality to an unspecified touch contamination event, as the patient is frequently initiating, pausing (restroom), and discontinuing treatment without performing proper hand hygiene. Per the hpm, the events were unrelated to any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.